Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was foreign matter in the tube. The following information was provided by the initial reporter, translated from chinese: foreign bodies in blood collection tubes, detected in time not used on patients.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was foreign matter in the tube. The following information was provided by the initial reporter, translated from chinese: foreign bodies in blood collection tubes, detected in time not used on patients.